Event description:
I spoke with a biomed equipment technician at (B)(6) hospital, (B)(6). He mentioned that during a medical procedure that required anesthesia, a ge carestation anesthesia delivery system stopped ventilating in the operating room. The doctor performing the surgery was able to ventilate manually and complete the surgery. The technician told me that a service engineer arrived and checked the carestation, mentioning that the unit was not affected by the recall. He provided the lot number of the device that failed to ventilate as sqs24150029ma. After the call with the technician, I ran a ctrl+f search for the lot number and confirmed that the device that failed to ventilate was indeed from one of the lots listed in the recall. Recall event ID: 96634. Recall numbers: z-1624-2025, z-1625-2025, z-1626-2025, z-1627-2025, z-1628-2025, z-1629-2025, z-1630-2025, z-1631-2025, z-1632-2025, z-1633-2025, z-1634-2025, z-1635-2025, z-1636-2025, z- 1637-2025, z-1638-2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).